Manufacturer narrative:
The albt2 reagent lot number and expiration date were not provided. The field service engineer (fse) found an issue with the rinse tube. The fse replaced the rinse tube and adjusted the rinse mechanism volume. Instrument checks, qc, and precision testing were acceptable. The service actions resolved the issue.

Event description:
There was an allegation of discrepant results for 1 patient urine sample tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 702 module. The initial result was 28.3 mg/l accompanied by an invalidating data flag. The sample was automatically repeated in decreased mode with a result of 41.4 mg/l. The sample was manually repeated in decreased mode with a result of 11.5 mg/l with a data flag. The sample was repeated on a different c702 module with a result of 28.6 mg/l. This result was believed to be correct. No questionable results were reported outside of the laboratory.